Manufacturer narrative:
The 510(k): k913859 & k083641. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a bivona adult tts tracheostomy tube had a cuff failure exactly one week after initial use. The customer noted filling cuff with water caused water to squirt out of a pin-like hole. This event occurred while the customer was asleep at around 5am, and was observed by customer's mother. An emergency tracheostomy change was conducted to resolve the reported issue. Xanax, oxygen, and oxycodone were taken for calming down, low oxygen, and sore stoma, respectively. No permanent injury was reported. Cuff patency was tested prior to use with sterile water. Sterile water was used to fill the cuff for use. Tracheostomy tube is changed monthly with a new unopened one. See MFR: 2183502-2016-01828.